Event description:
Patient reported they had to undergo emergency surgery because of leaking allergan breast implant. This relates to the left device. Device location is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.